Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was reported the device was discarded. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to user expectation. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all devices and accessories. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the customer received a case of tourniquet cuffs without the black o-ring on the connecting tube. As reported, this resulted in the cuff not sealing properly and not properly inflating. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
D4 expiration date, h4 manufacturing date, and h6 device code grid updated.

Event description:
It was reported that the customer received a case of tourniquet cuffs without the black o-ring on the connecting tube. As reported, this resulted in the cuff not sealing properly and not properly inflating. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.